Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 30mm amplatzer septal occluder was selected for implant. During deployment a muffin shape deformation was reported. The device was resheathed 3 times and on the third attempt the device formed to a cobra head deformation. The device was removed and exchanged for a 32mm amplatzer septal occluder. The patient was reported to be in stable condition.

Manufacturer narrative:
The reported event of device deformation could not be confirmed. The investigation confirmed the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. Please note, per the instructions for use, artmt100092311 revision b "do not release the device from the delivery cable if the device does not conform to its original configuration or if device position is unstable or interferes with any adjacent cardiac structure( such as avc, pv, mv, cs, ao). Advanced the delivery sheath to recapture the device and redeploy. If the device position is still unsatisfactory, recapture the device and replace it with a new device or abort the procedure."